Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump is losing power and she is waking up to high blood glucose. She stated that the friday prior, her pump powered off. Her blood glucose was 479 mg/dl. Her current blood glucose was 133 mg/dl. She said that she was getting replace battery now alarms and did not receive low battery alerts prior. The customer said there were no unattended alarms and that the pump had not been previously dropped. The drive support cap was normal. She said that this was the second occurrence of the replace battery now alarm without a low battery alert. The customer also declined troubleshooting for her low blood glucose. She was advised that the insulin pump needed to be replaced. The insulin pump is being returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unexpected replace battery alerts while monitoring and were present in the insulin pump history file due to connector resistance issue. Connector for printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a week with the unit functioning properly during testing as shown in the power management graph. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture and slightly peeling end cap address label.